Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction code did not recur after resetting, and the customer was advised to continue using the pump and instructed to call back if any further issues arise.